Event description:
It was reported that the patient will have their device explanted due to left upper chest/neck discomfort from the vns. No known surgical intervention has occurred to date. No other relevant information has been received to date.